Manufacturer narrative:
H6: investigation: no photos or samples were received by our quality team for evaluation. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The insyte-n product is designed with a notch on the cannula tip as a product feature for flashback visual indication. Therefore, this is not a product defect. H3 other text: see h10.

Event description:
It was reported that 2 bd insyte-n¿ IV catheters 24ga 0.56in experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: material no: 381211; batch no: 0022387, 9353071. Consumer concerned about the tip of product. Instead of needle being completely solid there is a grove about 2mm towards the tip. The customer purchased the product from the distributor.

Manufacturer narrative:
(B)(6). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0022387. Medical device expiration date: 2025-01-31. Device manufacture date: 2020-01-22. Medical device lot #: 9353071. Medical device expiration date: 2024-12-31. Device manufacture date: 2019-12-19. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insyte-n¿ IV catheters 24ga 0.56in experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: material no: 381211, batch no: 0022387, 9353071. Consumer concerned about the tip of product. Instead of needle being completely solid there is a grove about 2mm towards the tip. The customer purchased the product from the distributor.